Event description:
The device was used during a vein harvesting procedure. Reportedly, the clips did not advance properly. The hospital has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not available for eval.